Event description:
It was reported that during a da vinci-assisted internal mammary artery mobilization/harvest surgical procedure, some clips fell off the mammary vessel. They were able to continue with the procedure and there were no other issues noted during the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: there was no harm to the tissue where the clips fell off. The clips falling off did not cause any bleeding. The clip did fall into the patient. The surgeon was able to collect and remove all clips that fell. The horizon small clip applier instrument will not be returned to isi for evaluation. There was no delay in the procedure. Surgeon completed the case using handheld clips. The patient demographic information was provided.

Manufacturer narrative:
The horizon small clip applier instrument will not be returned to intuitive surgical, inc. (Isi). A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h4 is blank because insufficient product information was provided in order to obtain the date of manufacture.